Event description:
It was reported that a total of three devices failed in the same procedure. The white tube on the first two devices did not deploy during shuttle down. When the third device was being used, the balloon ruptured. Hemostasis was achieved with less than 30 minutes of manual compression. The patient was not hospitalized.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was flush with the balloon proximal bond and the advancer tube was remained inside shuttle cartridge. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal bond. The review of the lhr (lot f1413404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. It should be noted that the probability of two device's failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. See pr 7866 for the other device. See MDR 3004939290-2014-00933 for the first device and MDR 3004939290-2014-00564 for the third device.